Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the, during an analyzer session, the mobile programmer exhibited a communication loss with the patient connector, and the user interface became unresponsive. The programmer was restarted, which restored responsiveness. It was noted that pacing continued through the reboot. The programmer remains in use. No patient complications have been reported as a result of this event.